Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for loose plunger stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and loose plunger stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on the investigation, the most likely root cause could be that the rod were not inserted properly in the plunger while assembled.

Event description:
It was reported that the stopper was discovered to be defective prior to use with a bd a-line¿. The following information was provided by the initial reporter, translated from (B)(6) to english: a defective rubber stopper in syringe was found.